Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with segmental instability with stenosis and facet arthropathy l4-5, l5-s1 and underwent the following procedures: anterior peritoneal approach l4-5 and l5-s1. Complete discectomy l4-5 and l5-s1. Anterior interbody fusion with bone morphogenic protein and cage, l5-s1. Spinal instrumentation with anterior cervical plate l4-5 and l5-s1. As per op-notes,¿ the complete disk was removed. The posterior longitudinal ligament was released. A complete diskectomy was performed. Removal of the entire disk was done and the end plates were fashioned out. A series of sizing devices were used. A 14-mm 10-degree medium sized cage was chosen and implanted with bone morphogenic protein within the substance of the cage. A 43-mm l5-s1 plate was chosen and implanted with 22-mm screws. All connections were checked and double checked with a torque device. Attention was then turned to the l4-5 level where annulus was incised in a 10 o'clock to 2 o'clock fashion and a series of elevators and curettes were used to elevate the disk from the vertebral body end plates and removed the complete disk. Posterior longitudinal ligament was released. The complete diskectomy was then completed and all end plates were freshened up to allow punctate bleeding bone. A series of sizing devices were chosen and a 14-mm 5-degree medium sized cage was implanted with bone morphogenic protein within the substance of the cage. The fit again seemed quite good.¿ the patient tolerated the procedure well without any intraoperative complications.